Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023 at around 1:00pm, the patient passed out at the hospital where he works. Prior to passing out, he reportedly received a high glucose alert on the cgm (value not provided) and treated himself with (B)(4) units of insulin. He stated he possibly over corrected because he passed out. He did not have any symptoms prior to passing out and was unable to check a bg meter during the event. The patient's coworker brought him to the emergency room where his bg was measured and it was 29 mg/dl. It is unknown what the cgm was displaying during this time. The patient was treated with IV therapy. The patient was released from the ER on (B)(6) 2023 at 6:00pm. At the time of the report, the patient was in stable condition and felt fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.